Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the receiver continued to give out of range signals, even after patient reset it. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of data log confirmed the reported permanent loss of "y". However reported fault could not be reproduced.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter continued to give out of range signals, even after patient reset it.dexcom has issued an rga for patient to return the device to be investigated.